Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse needed to confirm that the skin temperature was not effecting therapy on the arctic sun device. It was reading different than the esophageal probe. Mss confirmed that the esophageal probe was connected to the arctic sun device and the skin temperature probe was connected to the bedside monitor. Nurse was confused as to why they would be different. Mss discussed that the skin temperature would be different than the core temperature. Nurse said the physician asked about the esophageal probe and the depth of insertion and mss advised that they would need to speak to the manufacturer of the probe for that information. Nurse said they were concerned that the esophageal probe was not reading accurately. Mss advised that they could verify the esophageal temperature with the bedside monitor. They checked and the temperature correlated. They did not have any additional questions.

Event description:
It was reported that nurse needed to confirm that the skin temperature was not effecting therapy on the arctic sun device. It was reading different than the esophageal probe. Mss confirmed that the esophageal probe was connected to the arctic sun device and the skin temperature probe was connected to the bedside monitor. Nurse was confused as to why they would be different. Mss discussed that the skin temperature would be different than the core temperature. Nurse said the physician asked about the esophageal probe and the depth of insertion and mss advised that they would need to speak to the manufacturer of the probe for that information. Nurse said they were concerned that the esophageal probe was not reading accurately. Mss advised that they could verify the esophageal temperature with the bedside monitor. They checked and the temperature correlated. They did not have any additional questions.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there is no allegation against device. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.